Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was observed between the titanium transfer set and disconnect cap after their connection was made using the enterprise tsunagu set cap kit. This event occurred during use with patient involvement. The patient consulted the doctor and the transfer set was exchanged with a new one. The doctor suspected that the hair was located at the cap prior to connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. All functional testing passed with no issues. The reported problem was verified during visual inspection. Black colored hair located between the uv spike connector and uv disconnect cap was identified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.